Event description:
Adhesions where seprafilm was placed (abdominal adhesion); chronic inflammation where seprafilm was placed (abdominal/small bowel area); focal granulomas; dense fibroids (peritoneal fibrosis). Information was received on 19-jun-2006 from a male patient, with a history of a previous bowel resection (date unk). In 2004, the pt underwent open (laparotomy) abdominal surgery to perform a small bowel resection. The surgery was performed to correct an earlier resection defect. The surgeon applied 1 sheet of seprafilm in the abdominal/small bowel area. Over a year later in 2005, during laparoscopic surgery for abdominal pain, the surgeon found inflammation and adhesions in the area where the seprafilm had been applied in 2004; no seprafilm was applied during this procedure. In 2006, the pt was supposed to have laparoscopic surgery for lysis of adhesions. This procedure started out laparoscopic, but it turned into a laparotomy and the surgeon applied 6 sheets of seprafilm to the abdominal/small bowel area at the end of the procedure. About 3 months later, in response to worsening abdominal pain the pt had another laparoscopic procedure to lyse adhesions and the surgeon found a lot of inflammation in the area of previous seprafilm placement. The surgeon took some sample tissue, and it showed mild chronic inflammation at the cellular level, and focal granulomas and dense fibroids. The pt stated that he has photos showing the results of the analysis of the tissue, and is planning to follow up with a gastroenterologist regarding treatment of the inflammation. At the time of this report, the pt's outcome was unk.